Event description:
A nursing staff member stated that a pt fell due to the pt positioning monitor (ppm) system not working. The pt was not injured.

Manufacturer narrative:
The accounts biomed found that the scale was turned off on the bed. He turned the scale on and tested the ppm function and found it to be working properly.